Event description:
During catheter removal, following balloon deflation, patient described catheter removal as "very painful. I have had this done before." Staff aware of bard's ifus for foley insertion/removal. Balloon cuffing noted. We had a total of 11 similar events now. Dates of use: (B)(6) 2017. Diagnosis or reason for use: post-op urinary retention.